Event description:
Additional information stated the patient wanted her device taken out. It was reported that the patient needed an MRI and could not have one with the device. It was reported that the patient also experienced a loss of therapeutic effect. It was noted that the device "worked for about a year then it stopped working". The patient met with her health care provider "on a regular basis" for reprogramming but "nothing seemed to work over the years". The patient experienced a loss of bladder control. It was stated that in the past two years the patient's feet swelled and she had gained weight. It was noted that her healthcare providers (hcp) were "concerned about her health". There were no accidents or incidents related to the event. It was reported that the patient had an appointment with her hcp for (B)(6) 2013 to discuss removing her device. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a loss of therapeutic effect. The patient had had four bad falls the previous year due to blood pressure falling and the amount of medication they were on. Patient turned stimulation off in (B)(6) 2012 and stated, "it didn't matter if stimulation was on or off because they had a return of symptoms." It was noted, the patient was able to control symptoms for a few years. Patient also had pain in their low back and spine area but they were unsure if it was from the stimulator or the lead or neither. Patient has not seen anyone to have their device checked. It was noted, the patient got the flu and had been in bed for over a month and a half. It was also noted, the patient had severe edema in their ankles and feet, "it was so big they could no longer fit in their shoes." The patient felt as though the stimulation in their bladder was causing them to retain fluid even though they were wetting all the time. Their doctor gave them medication to help but that resulted in cramping in the legs so the patient was not taking the correct dose. Patient was also put on potassium to help with the cramping. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 3093-28 lot# j0545167v, implanted: 2006 (B)(6), product type lead product ID: 3031a lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was later reported that for the past year the patient had wanted to remove her interstim device. She was still having issues with urgency and control and stated she had always been wet and it just kept getting worse. It was noted that the patient wore two pads at the same time. The patient had two appointments in the week after the report, one for "urodynamics" and then a follow up appointment after that. It was noted that the patient was taking a new pill. The patient was told in (B)(6) 2013 that she still had a little "juice" in her current ins. It was noted that the patient had heart surgery in (B)(6) 2013 and was off the blood thinner, and the hcp had told her she could have the interstim removed once she was off the blood thinner. It was reported that the patient had been in pain all day long, and after the heart surgery she had leg surgery twice, once with laser ablation and once with chemical ablation, that didn¿t fix her left foot. It was stated that it was ruining the patient¿s life to have these symptoms. It was reported that the fluid pills for the patient¿s swelling and edema did not make her wetness any better. The patient had put a little weight on and figured it would affect her implant. It was noted that the patient took oxycodone for pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they had the implant done wrong once before and they were looking forward to having done in the right position. Additional information from the patient on (B)(6) reported they were implanted with an interstim device when it was ¿so new¿ the implanting healthcare professional (hcp) did not put it in the right place, so it never worked. The patient noted they had the implantable neurostimulator (ins) taken out about 2014. The patient noted they had no therapy since implant. The patient noted after the ins was explanted the hcp gave her 20 botox shots in the most tender areas. The patient stated she would have done anything to keep from being wet the rest of her life. There were no further complications that have been reported as a result of this event.